Event description:
A bayer service representative reported the following: a (B)(6) newborn for a cardiac cta was injected with 39mls of ultravist 370 instead of the intended 2ml while connected to the stellant injector system (sn (B)(4)). The technologist realized the injection was longer than intended and stopped the injection. The site alleged that the injector did not perform the protocol that was programmed. The site reported that the newborn had a significant cardiac condition and normal renal function prior to the study. Immediately following the incident, the newborn was admitted to the high observation unit (B)(6) and later discharged on (B)(6) of that weekend. It was reported that the newborn's renal function remained within normal limits during their hospital stay. This event caused a delay in surgical planning for the newborn.

Manufacturer narrative:
A system service checkout of the stellant injector system was performed and it was found to be performing according to specifications. Service was unable to duplicate the alleged problem. The site reported that the protocol they were using at the time of the event was a test injection with a rate of 5ml/second, pressure limit of 325psi and a volume of 2ml. Examination of the injector flight recorder data showed that an injection protocol with a rate of 3ml/second, pressure limit of 325psi and a volume of 100ml was programmed at the time of injection and the injection was aborted after 39ml was injected. The hospital has accepted clinical applications assistance and the bayer clinical support specialist is currently scheduling this re-training.